Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the battery cap was worn and that the insulin pump alarmed for a failed battery test. The blood glucose reading was not known. The customer was advised to monitor the insulin pump and revert to a backup plan per a health care professional's instruction until a new battery cap arrived. The insulin pump was not replaced or returned for analysis.